Event description:
The handpiece was returned to the manufacturer for service, and during the investigation it was found that an unk substance was leaking from the device. There was no pt involvement at the manufacturer during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and eval. During the investigation an unk substance was leaking from the device. The device was given to a qa engineer for further investigation. A sample was taken from the device and sent to clinical sciences for analysis. A f/u report will be submitted after the quality investigation has been completed.